Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced soft tissue complications since 2017 (not specified) and an infection (treatment unknown) at the abutment site resulting in the removal of the abutment on (B)(6) 2020. The implant remains in-situ.